Manufacturer narrative:
Failure analysis revealed that the unit was received with damaged cow catcher corners. However, the device passed the functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While requesting assistance with lost sensor alerts, customer reported having a blood glucose level of 41 mg/dl the night before the call. Customer treated with glucose tablets and food. Customer also reported that she oftern experiences low blood glucose levels at night. Customer reported that the insulin pump alarmed battery out limit during the call. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.